Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the patient. System error 2240 was caused by the patient disconnecting from the cycler non-aseptically and without following the emergency disconnect procedure, allowing air into the disposable set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The care giver (cg) stated that in the middle of the initial drain, the home patient (hp) disconnected and used the restroom. The hp did not press stop, she just disconnected for a few minutes, and then reconnected. The technical service representative (tsr) explained the alarm and had the cg cycle the power twice to clear the alarm. The tsr explained that supplies are compromised and the cg would need to start over with new supplies. The cg stated that the hp is traveling to the cg's residence and did not bring more than one set of supplies. The tsr advised the cg to have the hp call the nurse in the next 24 hours and let her know about the alarm and of any missed therapy. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.